Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(6) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the defibrillator conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), there was had blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had a non-electrical environmental stress cracking breach/breach, the outer tubing was torn, the outer insulation had a cosmetic depression and there was apparent explant damage. The analyst noted that the outer tubing environmental stress crack breach is not an insulation breach. The outer tubing melting is due to explant damage. It cannot be determined at this time how the blood entered the svc leg.

Event description:
It was reported that right ventricular lead had an insulation breach. The lead was partially removed and the remaining portion was capped. A new right ventricular lead was implanted. No patient complications have been reported as a result of this event.